Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2019-01134; 533-08-108, s810 - device loosening, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to loosening and infection.